Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she has been having a terrible time with her blood glucose. Customer stated that she had high blood glucose for about a month now. Customer stated that her highest blood glucose was 500 mg/dl. Customer stated that when she was high, she would have nausea, light headedness, and frequent urination. Customer stated that she was short of supplies and that she would change her set when her blood glucose got really high. Customer stated that sometimes her sets would have bent cannulas and the other half of the time, the sets would fall off. Customer called again to report the cracks on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer stated that the pump hit the tile floor and was cracked and chipped. Customer stated that the reservoir compartment was cracked. Customer had no delivery alarms in the alarm history. Customer's inaccurate bolus history was verified. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with broken reservoir tube lip, cracked display window corner, cracked reservoir tube window and missing end cap sticker.